Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy due to failure to recharge or use their scs system for an extended period of time. Reportedly, the scs ipg became inoperable. As a result, surgical intervention was undertaken wherein the ipg was replaced with a new model. Effective therapy was restored and the issue resolved.